Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿cannot see through the lens¿ was not confirmed. Device evaluation found the following additional findings: kinks on the cable and a failed leak test due to a puncture. Device history record (DHR) review: a DHR review could not be performed due to the storage period of the DHR which is 15 years. Instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" reference page 13 as per IFU.¿ the most probable cause of the additional findings is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, they cannot see through the camera head lens. The issue was found during procedure, and the diagnostic procedure (bronchoscopy) was completed with a similar device. There were no reports of patient harm.